Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. The reporter stated there was moisture in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-oct-2018 with the following findings: a review of the black box showed no evidence of a drastic voltage fluctuation. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister. The ¿ez-prime¿ steps were performed correctly. All current readings were within specifications. No voltage drops or any overheating occurred during the investigation. The alleged ¿temperature¿ complaint was unable to be duplicated. The leak test failed due a battery compartment leak. The battery cap was fastened and then unscrewed a half turn leading to a reboot. The reported ¿power¿ complaint was duplicated. The pump cover was removed to find further moisture corrosion to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.